Manufacturer narrative:
The tech adjusted the allen screw on the caster and replaced the brake caster but the issue remained. He inspected the brake/steer mechanism to find the cabling was frayed, preventing the brake from locking even with the brake pedal set. He replaced the brake/steer mechanism to repair the bed.

Event description:
Info received indicates the bed has no brakes. The brake caster wheel will lock but it pivots around in a circle as if the yoke of the caster bearings are bad.